Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had reached recommended replacement time (rrt) early possibly due to rising thresholds on the right atrial (ra) lead. The device was removed and replaced and the ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: d164awg, implantable cardioverter defibrillator, (B)(6) 2008. (B)(4).